Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed that the air detector was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer's reported problem. The investigation determined that the cause of the issue is a faulty air detector. The air detector was replaced.

Event description:
It was reported that the device air sensor was damaged. The event occurred during testing, there was no delay in therapy, and there was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.